Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the tip of the customer's expressew iii needle broke off in the patient's joint. The broken tip was found and retrieved with a pair of graspers, no x-rays were performed. The procedure was completed by using the same gun and another needle. There was no harm to the patient but there was a five minute delay to locate and remove the broken tip. The gun was fired approximately 10 times before the needle broke and expressew iii gun with orthocord suture was used with the needle. The sales rep stated that the device was discarded by the customer.